Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that there was a right atrial (ra) lead malfunction. There had been a continued drop in impedance and a rise in pacing thresholds on the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was decreasing. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.